Event description:
It was reported, that patient presented in clinic for routine follow-up. Upon interrogation, it was found, that patient's pacemaker was in backup mode. It was also noted, that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. There were no patient consequences.